Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing planned/non - emergency treatment. The procedure was delayed completed after moving stand manually. It was reported to philips that c-arm unable to perform geometry movements. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that stand was unable to move to the working position under the table. The rse also found two error messages stating "reduced image size. Align to portrait or landscape" and "adjustment of the frontal stand is required and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that calibrations were not recorded for beam longitudinal potentiometer, position, and current. To resolve the issue, the fse performed beam longitudinal potentiometer, position, and current calibrations. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements, which was causing a forty-minute delay in the patient's procedure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.